Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photographs were reviewed, and it was noted that the photographs depicted a wet bag which suggested that a leak had occurred; however, the location of the leak could not be determined. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250ml eva (ethyl vinyl acetate) bag leaked coming from the seal at the bottom back near the connectors. It was further reported that the seal was not efficiently bonded. This issue was identified upon final inspection prior to patient use. The bag was a final dose container for a dose of cetuximab. There was no patient involvement. No additional information is available.